Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported during the patient's endovascular aneurysm repair procedure, after access was gained from the right femoral artery, there was an unsuccessful attempt to insert the device into the patient's body. As a precautionary measure to the possible effects of tip damage (nick in sheath tip), the physician used another device (14fr) to complete the procedure. No adverse effect to the patient reported.